Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had audio beep anomaly. The customer's blood glucose level was reported to be 252mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the lcd board and interface board. However, the insulin pump passed functional testing including operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was monitored for several days and no constant tone, black display, blank display or display anomaly noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, minor scratched and cracked display window.